Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device was used during a laparoscopic bariatric procedure. One week post op the patient is returning with irritation around the port site. Device was discarded.